Event description:
Customer reported the vertical lift column was not working properly. No pt injury was reported.

Manufacturer narrative:
A ge rep replaced the power supply. The system was tested and verified for correct system operation. System operates as intended.